Manufacturer narrative:
The device history record (DHR) review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed that the bottom case was damaged. The reported issue of liquid damage was found during the visual inspection and showed there was fluid ingression was found inside plunger assembly. The root cause of the liquid damage was caused by customer's improper use of the pump, failure to follow instructions. Replaced the whole plunger assembly, plunger tube and plunger cable this MDR was generated under protocol (B)(4), as a result of warning letter cms#: 617147. No product information has been provided to date.

Event description:
It was reported that the pump had liquid damage. No patient injury was reported.